Event description:
It was reported that during implant attempt, the lead would not "flush" appropriately so the doctor felt that the manufacturing of the lead was compromised. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : no anomalies found; full lead returned and analyzed.